Event description:
Customer reported that the insulin pump has alarmed motor error multiple times. Customer also reported that she found a reservoir leak; she noticed a strong smell of insulin. Device was not exposed to a magnetic field. Customer was not wearing the sensor at the time of the alarms. Customer is able to complete the rewind sequence. Device alarmed motor error instead of low reservoir. Blood glucose value is 195 mg/dl. Customer also mentioned she was hospitalized on (B)(6) 2014 due to high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-82452 for hospitalization.